Manufacturer narrative:
This report is filed on april 17, 2019.

Event description:
Per the surgeon, the patient experienced a performance decrement and developed an infection. Subsequently, the device was explanted and the patient was not reimplanted with a new device during the same surgery.